Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump received battery out limit. The customer¿s blood glucose level was unknown. Customer reports they were unable to clear the alarm. The customer also reported that the insulin pump had beeping and vibrating anomaly. The customer also stated that the insulin pump beep during tone test. The insulin pump will not be returned for analysis.